Event description:
An endeavor sprint rapid exchange (rx) drug-eluting coronary stent delivery system length 30mm, diameter 2.5mm was used to treat a calcified lesion with 90% stenosis in a pts tortuous distal rca. The physician inspected the stent prior to use and there were no issues noted. It was reported that the lesion was pre-dilated numerous times. The physician attempted to place a stent. It was reported that there was a lot of "push and pull" and the stent became unraveled. Pt was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was returned to medtronic for evaluation.

Manufacturer narrative:
Device evaluation: on review of the returned device the first three segments at either end were still intact. The remaining segments were severely stretched and deformed. The balloon had not been inflated. Crimp/bake impressions were evident along the balloon. The balloon folds were partially opened. The severely stretched and deformed stent was returned off the balloon. (B)(4). Evaluation, results: dislodgement. Results/conclusion: calcified and tortuous lesion with 90% stenosis.